Event description:
Clinical study. It was reported that 618 days after the initial procedure, the patient expired. The lesion being treated in the index procedure was a 4.0mm, 80% stenosed, 20mm long portion of the distal right coronary artery (dist rca). The physician treated the lesion with predilatation and placement of a 3.0x20mm taxus express2 study stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and plavix. It was discovered at a 2 year follow-up that the patient had expired. Multiple attempts were made to obtain the death certificate but these were unsuccessful. There was no autopsy and the relationship of the patients death to the taxus stent is unknown.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.